Event description:
On 04-feb-2026, a facility representative reported via (B)(4) that when using the ar-9275t-l augmented vaultlock reamer, it would lock up and catch on an ar-9297-25 reamer sleeve. They never switched the actual disposable reamer head. The anatomic total shoulder procedure was completed successfully with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.